Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed; however, the sharesource log files associated with amia cycler were reviewed. A review of the most recent therapy initiated on the night prior to the reported event showed an excessive drain volume of 3660ml during drain 2 of 4, which was greater than the programmed maximum peritoneal volume setting of 2860ml. Review of the device programming revealed the programmed estimated night uf (616ml) may have been set too low for the most recent therapies. Per the amia clinician guide, setting the estimated night uf too low, or to 0 (zero), may result in a higher risk of iipv. The estimated night uf value should be based on an average of the nightly uf from the past seven consecutive therapies for a specific program. The log data of the seven most recent therapies showed the patient¿s average uf was approximately 1,434 ml. Based on the device log analysis, the probable cause of the reported event was determined to be the programmed estimated night uf being set too low. The amia automated pd system patient guide explains the estimated night uf settings, provides treatment and programming answers on the settings. The guide also provides warnings regarding settings being set too low. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced fullness and difficulty breathing during an unknown process step of therapy. The patient was connected to the amia device at the time of the event. The nurse reported the patient performed capd and had difficulty draining and filling. The nurse reviewed the cycler settings, the estimated night uf, maximum peritoneal volume, extra drain settings and initial and night drain time settings. The device was operational and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.